Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the device had a faulty setscrew. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw and a set screw with a rounded socket. The analyst indicated that the returned device had a damaged rv grommet, the rv setscrew socket was damaged and there was foreign material in bottom of the rv setscrew socket.

Event description:
It was reported that during implant the device had a faulty setscrew. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.